Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - bd received 20 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing expiration dates with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to confirm the customers indicated failure mode.

Event description:
It was reported that there was missing expiration dates on tubes of bd medical vacutainer® plus plastic edta blood collection tubes. No injury or medical intervention reported.